Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported the patient claimed a red light was flashing on the controller. There was no reported patient injury related to this event. The controller was taken out of use and a new controller was issued to the patient. The reported controller was returned to the manufacturer and evaluated. Upon evaluation the returned controller passed visual inspection and functional testing. However, a review of the controller logs revealed a pump motor control reset followed by a motor start event. Log files of this nature are indicative of electro static discharge, therefore confirming the reported event. The root cause of the reported [?]alarms/faults' event may be attributed to electrostatic discharge (esd). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The field safety notice (fsca apr2013) field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. Fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that during a routine diagnostic exam on (B)(6) 2013 the patient claimed a red light was flashing on the controller three (3) days prior. After the event, the controller was reported to be running without any problems. Preliminary log file analysis revealed a controller power up caused by electrostatic discharge (esd) in the reported time frame. There was no reported patient injury as a result of this event. The facility replaced the controller and returned it to the manufacturer for further evaluation.